Manufacturer narrative:
The calibration was acceptable, and the quality control (qc) was within range. The customer stated that for cov2t processing, probe wash 3 (pw3) reagent is not used. Other tests are performed on the equipment and daily maintenance is performed every 24 hours with control processing every 12 hours. Fresh serum samples were used for testing. Sample collection tube manufacturer is vacuette. The limitations section of the instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive result would have negligible clinical impact as management and treatment decisions are based on severity of clinical presentation and management primarily consists of supportive care. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens is investigating.

Event description:
A customer obtained 4 discordant reactive (positive) atellica im sars-cov-2 total (cov2t) results on the same day on the same instrument. The samples were repeated on the same instrument and the results were nonreactive (negative). The customer believes the nonreactive repeat results to be correct. It is unknown if the discordant results were provided to physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00208 initial report on 2021-03-30. Additional information - 2021-04-16: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) lot 007 non-reproducible false reactive results. Results of the investigation indicate that although non-reproducible false reactive results were observed, the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval listed in the assay instructions for use (IFU); therefore the product is performing as intended. A product problem has not been identified. No further evaluation of the device is required.